Manufacturer narrative:
One medfusion pump was received with the top case cracked down the front cover. The event history log was reviewed and there was a motor rate error alarm in the history. A flow test was conducted and the reported issue was able to be duplicated. The issue was a result of the customer's impact to the device. The main board was not seated into extrusion. The issue was resolved by seating the main board into extrusion. The motor assembly was replaced as a preventative measure since the parts were over 7 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. The site could not prime the syringe. A different pump was used for the case. There was no patient or clinical injury.